Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire play, the bending rubber worn out, the insertion flexible tube (ift) buckled, the segment worn out, the lg root brace rubber flared, the u/d knob leaky, the light guide fiber bundle (lcb) broken, the light guide cable buckled, the junction case leaky, the suction channel buckled, the lg cable connector housing leaky, the objective lens unit dirty, and the lcb distal cover glass broken ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.